Event description:
It was reported that stent damage occurred. The severely calcified target lesion was located in the right coronary artery. After using a 2.5x20mm balloon and a guidewire to cross the lesion, a 4.00x32mm promus element plus drug-eluting stent was used, however; the tip of the struts were lifted due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The severely calcified target lesion was located in the right coronary artery. After using a 2.5x20mm balloon and a guidewire to cross the lesion, a 4.00x32mm promus element plus drug-eluting stent was used, however; the tip of the struts were lifted due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 4.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted and pulled distally. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.